Manufacturer narrative:
Internal report reference number: (B)(4). Only one strip was returned- unable to test. Meter was returned. No defect found. Reported defect not reproduced. Most likely underlying root cause, mlc-055 user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: note: manufacturer contacted customer in a follow-up call on 03 may-2021 to ensure the replacement products resolved the initial concern -able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results compared to another device. The customer is concerned with test results from meter to meter comparison of 115mg/dl using true metrix meter and 140mg/dl using another device. The customer does not know her expected glucose range; customer stated that it varies. At the time of the call the customer felt well and did not report any symptoms. Customer stated on (B)(6) 2021 she went to the ER due to her blood sugar. Customer's blood glucose test result using the hospital's meter was 140mg/dl fasting. Customer had then tested using the same blood drop on the true metrix meter and obtained a result of 115mg/dl. Customer did not want to provide any further details regarding the ER visit. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/14/2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (date not set): (B)(6).